Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank and there was a crack on the screen. Blood glucose level at the time of the incident was 90 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with severely cracked and bleeding lcd glass. All buttons unresponsive due to lcd keypad connector unlocked. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly and lcd glass anomaly. No blank display anomaly noted. Pump had cracked case at display window corner, battery tube threads, broken belt clip slot near battery tube, minor scratched and cracked display window.